Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 400 to 500 mg/dl and was unable to get their blood glucose to come down. Troubleshooting found that the cannula was bent and that the infusion set had been in for 5 to 6 days. Customer was advised on proper insertion, taping and site techniques and to change the set more often. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer declined high blood glucose troubleshooting.